Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The customer stated that she had a bent cannula. The customer stated that she did not report the hospitalization before because she had sinus surgery. The customer was on pain killers and strong medications, and believed that it was not device related. The customer changed the infusion sets every three to four days. Advised customer to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.